Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty lamp indicator on the front panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, front panel failure was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found was wear of the video connector socket. Also found was faulty lamp indicator on front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.